Event description:
The complainant reported an under-delivery. The intended delivery amount was 237 ml; however, per visual assessment after the feeding, the bag appeared to be half full.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint for under-delivery was not confirmed. The pump delivered at +0.4% accuracy, which is within the specification.